Manufacturer narrative:
Initial and final MDR 1876039 - MDR 3003442380-2024-05112 - device 2 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events on 7-apr-2024. The event occurred after 3 hours of insertion and the insertion site was at abdomen. The set was in use for one to two days respectively. The blood glucose level at the time of event was more than 300 mg/dl and patient treated it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.